Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of morbid obesity. The filter was implanted via the right femoral vein and placed just inferior to the renal veins. The patient is reported to have tolerated the procedure well and without complication. Approximately ten years and five months after the implantation, the patient became aware that the filter was associated with blood clots, clotting and/or occlusion of the inferior vena cava (ivc). A computerized tomography (CT) scan revealed that the filter strut(s) had perforation outside the ivc. The patient suspected that they had developed a deep vein thrombosis (dvt). The patient further reported having experienced emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from medical records that the pre-operative diagnosis at filter placement was morbid obesity. An optease filter was successfully deployed and there were no procedural complications noted. The optease filter was then deployed just inferior to the left renal vein in the usual manner without difficulty. The filter appeared stable on fluoroscopy. The patient tolerated the procedure well. Additional information was received from a patient profile form (ppf) that the discovered her ivc filter had perforated outside the ivc approximately 11 years after filter placement and blood clots, clotting, and/or occlusion of the ivc. A CT scan performed for evaluation of the optease ivc filter also reported perforation of the filter. The patient further asserts that she suffers from blood clots/ dvt. These injuries have caused emotional distress, mental anguish, anxiety and stress. Based on the additional information received, updates were made to the following sections: a2, b3, d4 and h4. New h6 codes coagulopathy (B)(6), perforation (B)(6), occlusion (B)(6).

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. If obtained, a follow up report will be submitted within 30 days upon receipt. (B)(4). As reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to, perforation of the filter. As a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient was treated with an optease vena cava filter which subsequently malfunctioned and caused injury, damage, including, but not limited to perforation of the filter. As a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages.